Event description:
Voluntary medwatch received states that patient's atrial lead exhibited undersensing and low p wave amplitude. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146708.